Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of stent failed to deploy for gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation on december 15, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6)2022. During the procedure, the stent could not be deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to stomach.

Manufacturer narrative:
H6: imdrf device code a150201 captures the reportable event of stent failed to deploy for gastrojejunostomy procedure. H10: an axios stent and delivery system were returned for analysis. The stent was returned fully covered and undeployed. Visual examination of the returned device found the outer sheath kinked and was cut near the black marker. A functional inspection was performed to inspect the catheter lock for functionality. The stent could not be release from the delivery system. A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted and detached. No other issues were noted to the stent and delivery system. The investigation concluded that the observed failure of outer sheath kinked and cut near the black marker was likely due to factors encountered during the procedure. It may be that interaction with the scope and/or how the device was handled, limited the performance of the device and contributed to the observed failures. The reported event of stent failure to deploy was confirmed; the stent was returned undeployed and it was not possible to deploy the stent during functional testing. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed trangastric to the stomach for an an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The stent is not indicated to be placed transgastric to stomach. Furthermore, according to the product analysis, the outer sheath was returned twisted and detached which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that based on the event details and device analysis, the reported event and the observed failures were likely due to the failure to follow the manufacturer's instructions. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, twisted and detached the sheath and led to the stent being unable to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2022. During the procedure, the stent could not be deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to stomach.